Event description:
Pt on non-hosp owned continuous passive motion equipment and reported hearing "popping sound in shoulder". X-rays showed dislocated. Closed reduction unsuccessful; reduction done under fluoroscopy.